Event description:
The patient's mother noticed part of the subdural drain tubing was detached from the drain. The subdural drain settings were ordered to be open to drain continuously. Both ends of the tubing were cleaned with chlorohexidine and attempted to put it back together. However, the tubing continued to detach spontaneously. The tubing was cleaned again with chlorohexidine and secured with foam tape. Manufacturer response for subdural drain, subdural drain (per site reporter). Previous corrective action letter received by medtronic.